Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. All product batches of the roche diagnostics gmbh are controlled with regard to the quality requirements of the product prior to delivery. If all quality requirements are fulfilled in the quality control process, goods are released and ready for delivery. All non-conforming products are handled in accordance to iso 13485. The allegation in this case could not be substantiated.

Manufacturer narrative:
The reporter's product was replaced. The occupation is lay user/patient.

Event description:
The initial reporter stated that his coaguchek xs softclix lancing device was broken. He could not remove the end cap of the lancing device as it was stuck on the device. The lancet needle was protruding beyond the end of the cap. He stated the device did not do anything when he pressed the plunger at the end or the button on the side. The device is just frozen with the needle protruding from the end cap.